Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to coding and device information. Update to d4, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end of the tissue pad was intensively worn, partially peeled off and fell off because the pad added pulling load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during an appe (appendectomy) procedure, the tissue pad of the sonicbeat instrument fell off inside the patient¿s body. The visible part of the tissue pad was retrieved with forceps, while other parts were retrieved by instilling approximately 2 liters of saline and suctioning the body cavity.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.